Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection observed that there was no visible exterior cracks or breaks in any case. Battery and interconnect board disconnected. Left case broken inside. Missing upper screw for plunger. Plunger is stiff moving in and out. Display has a flicker. During the power up and down process, the reported issue was duplicated. The root cause of the reported issue was found to be the ribbon cable was contaminated and corroded from previous fluid ingression (residue found inside unit). Some the failures in history are indicative of failing, shorted power to the unit. Replaced interconnect board.

Event description:
It was reported that the device won't turn off, battery has been removed. No patient injury was reported.